Event description:
It has been reported that the device will not power on.

Manufacturer narrative:
Previously reported on pr 2321479 with MDR# 3030677-2022-03750. Device investigation is pending the return of the device. Device investigation will take place on pr 2321479.